Event description:
The surgeon attempted to implant a lens inside the pt's eye. During insertion the doctor noticed a posterior capsular tear requiring removal of the lens. No additional info is available.